Manufacturer narrative:
The agent reported patient came to physician's office with a painful right shoulder 4 years post primary reverse total shoulder replacement. Infection protocols were used to determine the patient's shoulder was infected. Complaint has been evaluated and is similar to report number 1644408-2021-01244; (B)(4), s808 - infection, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to a painful right shoulder 4 years post primary reverse total shoulder replacement. Infection protocols were used to determine the patient's shoulder was infected.